Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a partial lead in segments was returned. There were no anomalies found with the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced insulation damage and grinding marks were observed on the anchor electrode. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.